Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient received the "replace generator soon" message, in turn their scs ipg was replaced on (B)(6) 2021 because the ipg became inoperable. Stimulation therapy was reportedly restored postoperatively.